Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam during the investigation observed of a whistling sound, product investigation lab replaced the original blower motor with a known good product investigation lab supplied blower motor. Product investigation lab then initiated therapy with the device and verified airflow. No further whistling sounds were observed. Most likely, the whistling sound observed by the pil was caused by a damaged or defective blower motor. Product investigation lab observed the control dial of the ui (user interface) panel was not functioning properly. The device¿s menu options could be toggled through, but not selected. Product investigation lab replaced the original pca (printed circuit assembly) and ui panel with a known good pil supplied pca and ui panel. Pil was then able to select options on the device¿s menu as expected. Product investigation lab disassembled the device and then reassembled the device. Product investigation lab observed the following from an external and internal inspection: the sd card flip door is missing from the device. Dust-like contamination on the ui panel, the top enclosure, the accessory module slot, the rear panel, the bottom enclosure, the blower box, the blower box cap, the blower motor, the blower outlet seal, and the blower isolators. Sticker-like contamination on the top enclosure and the keypad of the top enclosure. Marks of unknown black contamination, most likely from a writing utensil, on the top enclosure. Unknown yellowish residue on the ui panel and the top enclosure. Unknown yellow and brown residue on the accessory module flip door. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found zero error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source.